Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 545 mg/dl with nausea. It is unknown if the patient received any treatment above or beyond the usual routine of diabetes care and management. The reporter stated the patient¿s health care provider made adjustments to the basal rate and the bolus settings in the pump. The insulin pump was not available at the time the complaint was received; troubleshooting by animas customer support was not possible at the time the complaint was received. Animas customer support made several attempts to contact the reporter for further information; however, the reporter did not respond to the follow-up attempts. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy; involvement of the insulin pump for inaccurate delivery associated with the reported event could not be ruled out.